Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a chest drainage unit (cdu). The client reports that the kit was not working properly, resulting in the worsening of a pneumothorax by inefficient extraction. It was not possible to generate and control a vacuum in this kit. The kit was made for therapeutic purposes. Daily clinical and radiological evaluation of the patient showed that the kit did not generate the depression settled on the kit. No bubbles were observed. The leaks on the aspiration circuit were check several times. As soon as the replacement of the kit was done, signs of lung re-expansion occurred. The patient was not prescribed any medications or antibiotics as a result of this incident.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.